Event description:
The retractor has a flexible portion and at the point where the solid rod becomes flexible, a small wire is poking out. The device appears to have internal wires for moving the flexible portion of the retractor. The wire made a small tear in the liver which bled. The amount of bleeding was not significant, no additional treatment was needed and no further sequelae.

Manufacturer narrative:
The investigation is ongoing, a f/u report will be filed.